Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses after injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the pre jowl sulcus as well as juvéderm® volbella¿ with lidocaine in the "secondary smile line on the left side near the oral commissure." About 3 months later, the patient developed nodules at the injection sites. The patient was treated with hyaluronidase. Currently, the patient can "still feel the nodules" but they are not noticeable. This is the same event and the same patient reported under MDR ID #3005113652-2017-01024 (allergan complaint #1494119). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.